Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: serial# (B)(6) d9: yes return date: 2023-04-14 h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c02 h6:FDA conclusion code(s): d01 product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis did not reveal any anomalies within the analyzed period. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. The battery was able to adequately charge on a test battery charger; no anomalies or red lights during bench testing were observed. Internal inspection of (B)(6) did not reveal any anomalies. As a result, the reported event involving (B)(6) could not be confirmed. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Internal inspection of (B)(6) did not reveal any anomalies. If the battery with the zvchg fet enabled remains connected to the battery charger, the battery charger led status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event involving (B)(6) was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery model #: 1650. Catalog #: 1650. Expiration date: 31-may-2021. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 07-may-2020. Labeled for single use: no. Patient ime code(s): (B)(6). Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21 . FDA results code(s): c21. FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not charging and the red light emitting diode on the battery charger was blinking. The batteries were replaced. No patient complications have been reported as a result of this event.